Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had an unexpected restart alarm on the insulin pump. Customer stated they had to reprogram the insulin pump after replacing the battery. Customer's blood glucose was unknown. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.